Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient was diagnosed with bacterial endocarditis. The patient's implantable pulse generator (ipg), right v entricular (rv) and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.